Event description:
Preoperative transesophageal echocardiography showed one leaflet was completely "stuck". Intraoperatively, there was a significant amount of clot around one of the leaflets. The surgeon removed the clot and the patient was removed from bypass; however, the leaflet was not functioning normally. The valve was explanted and replaced with 27mj-501. The surgeon inspected the valve and could not tell why the cusp was not moving; however, during explant one of the leaflets fractured. Postoperative tee indicated that valve was functioning normally.